Event description:
It was reported, the height of the sewing ring was too high; therefore, another sjm toronto valve (model spa-101-21) was opened and utilized. Extended cardiopulmonary bypass was required.